Manufacturer narrative:
The sample is currently in transit to the manufacturing site for investigation.

Event description:
The company received a report where it was claimed that the pt was intubated with the tube on (B) (6) 2010 and on (B) (6) 2010, the tube had to be removed due to the pilot balloon not holding air. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.